Manufacturer narrative:
G4:06feb2021. B4:08feb2021. The customer also reported the power on/off led was not illuminated. The field service engineer replaced the power switch overlay and this resolved both the alarm led failed error and the power on/off illumination issue. A similar investigation was performed it was identified that excessive engagement or pressure contact over the light emitting diode (led) while attempting to engage the switch do to the proximity of the led to the switch may cause a separation of the led to the encapsulant. This is subjective to the operator of the equipment which is why this is not a universal or catastrophic failure of all units. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14jan2021.

Event description:
The customer reported that the device "alarm led failed" alarm occurred. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the alarm led failure occurred.